Event description:
Member reported cadd highflow volume administration set leaked from the filter. The treatment was a hazardous drug and was red so could be clearly seen leaking and stained bed sheets. FDA safety report ID# (B)(4).